Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 10/14/2016 with the following findings: no evidence of time and date resetting to default observed in the black box. Pump time and date was set; pump exercised for 24 hours. The battery was removed. Pump left without power for 23 hours; when pump powered on it had returned to default time and date. Pump opened and the internal battery found to be leaking. Battery compartment is cracked alongside of pump. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery, and cracked compartment. This report is made based on the results of an investigation completed on 10/14/2016.